Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. It was reported a failure to prime the device. As a result, the decision was made to explant the device and replace it with a new impella cp device. The patient survived the procedure.

Manufacturer narrative:
The impella device was returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed. This report is being filed as part of a retrospective review of historical records.

Manufacturer narrative:
The investigation for the reported priming issue has been completed. The impella device was received from the customer and an investigation regarding the returned device has been completed. The evaluation of the device noted that pump was reprogrammed to enable to run the case start. The pump went through the case start without issue. No issues were found on the pump under visual inspection. Therefore, the root cause of the priming issue was most likely due use issue. This report is being filed as part of a retrospective review of historical records.